Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported an impella cp was implanted in a patient postoperative coronary artery bypass graft on four vessls. The pump was supporting for over five hours when the pump was seen to be in poor position. During repositioning, the impella cp came back across the aortic valve. The medical doctor was unable to re-advance the pump into the left ventricle. The decision was made to remove the pump.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Based on the clinical details the cause of the positioning issues most likely was use related due to improper technique since during repositioning.